Event description:
It was reported that during a robot-assisted low anterior resection, the device did not function at the firing. The tissue compression scale backlight was not illuminated. The device was used on the rectum. The anvil in question was placed as it is and another device was used to complete the case. After the surgery another battery was inserted into the device in question, but the tissue compression scale backlight was not illuminated. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # u5f32a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. D4: batch # u5f32a. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with staples present and no anvil. The backlight did not illuminate when the battery was installed, confirming the experience. Upon removal of shrouds, the locating post for the left battery contact on the bulkhead was found to be broken and the battery contact was deformed. It was determined that the deformed bulkhead contact could not connect to the battery, preventing power supply to the device. Upon straightening the contact and installing the battery, the device could be powered and fired. No conclusion could be reached as to what may have caused the damage to the bulkhead contacts. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.